Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: original and revision surgical notes were not provided. Add'l info such as x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records for lots 60309233 and 60226349 revealed that they were found to be conforming to requirements at the time of manufacture. Info for the stemmed tibial, and all poly patella was not sufficient to perform a review. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.